Event description:
During a brachytherapy treatment with a savi applicator the varisource afterloader reported three active wire slippage errors. The afterloader returned to a safe status and the customer decided to stop treatment. After removing the pt from the treatment room, the customer started a position verification test (pvt). The active wire became stuck in the pvt catheter at about 30 cm and did not automatically return to the shielded position. After approval from varian's radiation safety officer, the active wire was retracted back into the safe using the hand crank assembly by the customer. Pocket dosimeter reading was 72 microsieverts. The source wire was replaced, the afterloader was tested and put back into operation by varian personnel.

Manufacturer narrative:
A follow-up report of the MDR is expected and will be submitted as soon as the final investigation result is available.